Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated pairing failures when attempting to connect a dexcom g7 sensor to the ilet, with the dexcom app displaying a failed message before successful pairing was achieved following guidance, after which glucose values populated on the ilet and insulin dosing continued uninterrupted. Symptoms included frustration without any reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no impact to blood glucose and no need for medical care or hospitalization. Investigation included customer support troubleshooting, education on proper sensor code entry and pairing workflow, and confirmation of active insulin delivery on the ilet. Investigation of this case revealed a pairing connectivity issue limited to initial setup that resolved with correct code entry and pairing steps, with no device malfunction of the ilet pump or its components observed after guidance. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and setup error during sensor pairing.